Event description:
The manufacturer received information alleging a ventilator alarmed for "service required" and that the patient was taken to the emergency room and the device was replaced. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator alarmed for "service required" and that the patient was taken to the emergency room and the device was replaced. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and an e-384 "sensor mismatch" service required alarm was found in the device's event log. The technician also observed water ingress in the ventilator. The device's machine flow sensor was replaced to address the issue.